Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that stopcock q-syte wht 360deg nonsterile were discolored. This occurred on 97 occasions before use. The following information was provided by the initial reporter: the 97 products were discolored.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 8215548. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process.

Event description:
It was reported that stopcock q-syte wht 360deg nonsterile were discolored. This occurred on 97 occasions before use. The following information was provided by the initial reporter: the 97 products were discolored.